Manufacturer narrative:
As the device was not available for inspection a root cause could not be determined. The mfg documentation for the lot in question was reviewed and no anomalies were noted. The final report is attached.

Event description:
Balloon delivery shaft kinked and broke while trying to push "up and over". There was no pt injury. Product will not be returned.